Event description:
The french prestataire reported this statement: "adhésif (décollement, absence de colle, irritation)" which translates to "adhesive (detachment, lack of glue, irritation). The patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for an unknown duration of time. The adhesive completely separated from the skin causing the skin to dislodge. Skin irritation on the infusion site was also reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.